Event description:
Fill volume: asku. Flow rate: 2ml. Procedure: asku. Cathplace: asku. An international distributor reported that a pump's infusion ended sooner than expected. This incident occurred in france and was reported as, "fast flow (infusion in 12 h instead of 24 h). The sample is not available for return and evaluation. It was not reported if there was patient injury or if additional medical intervention was required. Additional information was requested, however is not available at this time.

Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The lot number was received and a review of the device history record (DHR) was conducted. Results: as the device was unavailable for analysis, no device testing methods were performed. For this reason results cannot be obtained. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. The instructions for use (IFU) specifies that there are several factors that may affect the flow rate including the fill volume, temperature, storage time, drug/diluent, catheter type, use of detergents or alcohol, and kinked tubing from clamp. The IFU also specifies, "when filled to nominal volume, easypump lt flow rate accuracy is ±15% of the labeled flow rate when infusion is started 0-8 h after fill and delivering normal saline as the diluent at 31 °c/88 °f against a back pressure of 40 cm of water." The IFU also states, "temperature will affect solution viscosity, resulting in shorter or longer delivery time. The easypump lt flow restrictor (located distal to the filter) should be close to, or in direct contact with the skin (31 °c/88 °f) and the tubing should be under the patient¿s clothing. If the easypump lt is used with the flow restrictor at room temperature (20 °c/68 °f), delivery time will increase approximately by 25%." The IFU cautions "filling the pump less than nominal results in faster flow rate." According to the IFU delivery time information table, when the easypump lt 60-24 is filled to nominal (60ml) it will infuse in 30 hours (1.3 days). The customer reported the pump was expected to run in 24 hours. Per the IFU, delivery time information table, in order for the pump to deliver in approximately 24 hours, the pump would have to be underfilled to 52ml. If a pump was filled to 38ml it is expected to deliver in approximately 12 hours. Total fill volume and other use conditions were not reported; therefore, it cannot be determined if the device was used in accordance with the instructions for use or if user/facility conditions caused or contributed to this event. Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. The instructions for use (IFU) specifies that there are several factors that may affect the flow rate including the fill volume, temperature, storage time, drug/diluent, catheter type, use of detergents or alcohol, and kinked tubing from clamp. The IFU cautions, "filling the pump less than nominal results in faster flow rate." Per the IFU in order for the pump to deliver in approximately 24 hours, the pump would have to be underfilled to 52ml. As the total fill volume and other use conditions were not reported, we cannot determined if the device was used in accordance with the instructions for use or if user/facility conditions caused or contributed to the incident. Limited information was provided by the reporter. Multiple attempts were made to obtain additional information without success. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.